Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of the nc emerge balloon catheter. The balloon, tip, shafts, hypotube, and bonds were microscopically and visually examined. There was blood in the inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded. Microscopic examination of the device revealed that the shaft was burst just proximal of the proximal balloon bond/cone. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 24-apr-2017. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 4.00mm x 12mm nc emerge® balloon catheter but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft hole/perforation.